Event description:
It was reported that a dissection occurred. The target lesion was located in the left anterior descending artery. A 3.50 x 24 mm synergy was deployed and a distal edge dissection was noted. The patient experienced chest pain. The dissection was sealed with another stent and the procedure was completed successfully. The patient was stable post procedure.

Manufacturer narrative:
E1 initial reporter address: (B)(6).